Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 4/1/2020 in h4.

Event description:
During the device evaluation, foreign matter was found adhering to the inside of the nozzle. There were no reports of patient involvement.

Event description:
During the device evaluation, foreign matter was found adhering to the inside of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
H4: the exact manufacturing date is unknown. The device was inspected and foreign material was observed in the nozzle of the device. The investigation was unable to determine the cause of the foreign material. According to the customer, cleaning was implemented according to the instruction manual. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.